Event description:
It was reported that during set up, a leakage was found at the three-way stopcock on the 6" pressure tubing. As a result, the customer replaced the stopcock to proceed with the procedure. There were no reported patient complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.